Manufacturer narrative:
Concomitant medical products: model: unknown, scs lead, therapy/implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a france patient. It was reported the doctor experienced difficulty removing one of the patient's leads from their ipg during an elective ipg replacement procedure. In turn, the doctor damaged the lead. As a result, the lead was explanted and replaced. Surgical intervention addressed the issue.